Manufacturer narrative:
(B)(4). "Both parts were received in good condition with indications that both had been used but the 14-441043 inserter had not fractured at the tip as stated in the complaint. A dimensional analysis was performed and the 14-441043 was found to be conforming. Based on this investigation,both instruments were found to be conforming to print specifications when they left biomet."review of device history records found units released for distribution with no deviation or anomaly. Review of complaint histories found no additional issues reported for these lots. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an ankle arthrodesis procedure . While a screw was being loaded onto the inserter, the tip of the inserter fractured off into the top of the screw. The screw was discarded and a new screw and inserter were used to complete the procedure. Additionally, it was reported that six additional holes were drilled unnecessarily due to the targeting arm putting screws medial to the nail, resulting in a 30-45 minute delay in the procedure.